Event description:
It was reported by the clinician that upon removal of the spring wire guide (swg), the physician noticed it had unraveled. The swg was removed intact without incident. There were no pt complications reported.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.